Event description:
It was reported that the battery remaining in this device has decreased from 40% in may down to 10% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.